Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed on this device. The reporter's complaint of ¿the device ((B)(4)) has low power¿ was confirmed. The unit was tested and it does not function at all. The motor assembly or (ecu) electronic control unit is most likely damaged from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report received that device is not working a full capacity. No additional information is available. This report 1 of 1 for complaint (B)(4).